Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient was asymptomatic before he fell asleep. When his aunt tried to wake him, she was unable. The aunt called 911 and the patient was transported to the emergency department. During that time, the patient did not receive any reading to his dexcom smart device, it only gave an error message for signal loss. When the patient arrived at the hospital, the nurse did a finger stick which was 47mg/dl. The patient woke up in the hospital. The nurse gave him glucose to treat the low blood sugar and unremembered IV fluids. The patient was discharged after 8-9 hours and felt okay at that time. At the time of the report, the patient was fine and stable. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.